Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a power system error and power loss alarm. The customer¿s current blood glucose level was 400 mg/dl at the time of the incident and was treated with the insulin pump. The customer reported receiving the third power system error today. The alarm is reoccurring and troubleshooting for the issue was done previously. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power loss alarm, low battery alarm and power error alarm are confirmed in the long trace file. Power loss alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector. The pump was monitored and functioned properly. Pump received with scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, pillowing keypad overlay, and minor scratched lcd window.